Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alarms and buttons was unresponsive. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.